Event description:
It was reported that this pacemaker system recorded high out of range pacing impendence measurements on this right ventricular (rv) lead. Subsequently, this triggered an automatic lead safety switch (lss) from bipolar to unipolar configuration. A lead conductor issue was suspected. The plan is to further evaluate the patient. No adverse patient effects were reported. This rv lead remains in service.